Event description:
Got a false positive results for my parents. Both of them did the rtpcr test and got positive result. We did same test at another lab next day and got negative results. Both of them had no symptoms. FDA safety report ID# (B)(4).